Manufacturer narrative:
Submit date: 11/15/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with gauze. The customer reports there has been a pattern of several incidents of raytec sponges shredding. The customer is unable to quantify the amount of incidents or provide the lot numbers and stated the samples would have been discarded. The customer is not aware of any medical intervention or patient harm..